Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The patient was previously cannulated for extracorporeal membrane oxygenation (ECMO) and was escalated to the impella 5.5 from an impella cp device. It was reported that an optical sensor error appeared during impella 5.5 support. It was noted that there was no placement signal at the time of the reported error. The device was explanted as a result of the failure. The patient continued on ECMO support, noted to be in critical condition and outcome of survived at time of explant of impella 5.5.